Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcbs, which resolved the reported issue.(B)(4)

Event description:
Covidien received information of an 840 ventilator&#39;s graphic user interface (gui) reset. The malfunction did not occur during patient use.